Event description:
The dynaflex device was removed from the pt, reason not indicated. An ambicor device was implanted. Ams has requested add'l info. Info received on 6/12/97 indicates reason as "malfunction".